Event description:
The field representative contacted the clinic and received additional information that the rv lead safety switch had tripped due to high out of range impedance measurements which were reproducible in the clinic. It was noted that no noise was see on the electrogram (egm). The patient elected to go to another clinic for further follow-up care, thus no additional information regarding the resolution to this issue is currently available. No adverse patient effects were reported.

Event description:
Boston scientific received information that the lead safety switch tripped for the right ventricular (rv) lead due to an out of range impedance measurement. Boston scientific technical services (ts) was consulted and suggested further testing to determine the lead integrity. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.